Event description:
It was reported that the surgeon noted a micl 12.6 implantable collamer lens was torn after inspecting it under a microscope. The lens was not loaded or used.

Manufacturer narrative:
Evaluation: results - a work order search was performed and there was one similar complaints from the same customer.